Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the evaluation once it is completed. Method - the actual device was returned and is currently under investigation.

Event description:
User facility reported device was in use with the patient at 44c temperature setting with a warming blanket folded over at the top of the patient's body. After 30 minutes in use, device alarmed for high temperature. User stopped device and restarted 10 minutes later at 40c temperature setting. Following procedure, patient was checked and found to have burns on their chest. User facility treated burns with cold water and biafine.